Manufacturer narrative:
Additional information: a4, b5, b7, h6 (added imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced disability, impairment, loss of enjoyment of life, mesh failure, adhesions, bowel obstruction, hernia recurrence, pain, inflammation, bowel necrosis, fistula, and bowel erosion. Post-operative patient treatment included mesh removal, bowel resection, bowel deserosalizaion, lysis of adhesions, bone anchors, wound vac, right/left external oblique muscle flap, thoracolumbar perforator fascio cutaneous flap, and enterotomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced disability, impairment, loss of enjoyment of life, mesh failure, adhesions, bowel obstruction, hernia recurrence, pain, inflammation, bowel necrosis, fistula, enterotomy, and bowel erosion. Post-operative patient treatment included mesh removal, bowel resection, bowel deserosalizaion, lysis of adhesions, bone anchors, wound vac, right/left external oblique muscle flap, thoracolumbar perforator fascio cutaneous flap, medication, hernia repair with new mesh.

Manufacturer narrative:
Additional information: a2, a3, a4, b5, b7, h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced disability, impairment, loss of enjoyment of life, mesh failure, adhesions, bowel obstruction, hernia recurrence, pain, inflammation, bowel necrosis, fistula, enterotomy, inflammation, abdominal pain, and bowel erosion. Post-operative patient treatment included mesh removal, bowel resection, bowel deserosalizaion, lysis of adhesions, bone anchors, wound vac, right/left external oblique muscle flap, thoracolumbar perforator fascio cutaneous flap, medication, hernia repair with new mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced disability, impairment, loss of enjoyment of life, mesh failure, adhesions, bowel obstruction, hernia recurrence, pain, inflammation, bowel necrosis, fistula, and bowel erosion. Post-operative patient treatment included mesh removal, bowel resection, bowel deserosalizaion, and enterotomy.